Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery depleting more quickly than expected. Technical services (ts) recommended device replacement and returned to boston scientific for analysis. At this time, the device was explanted and no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery depleting more quickly than expected. Technical services (ts) recommended device replacement and returned to boston scientific for analysis. At this time, the device was explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. The analysis confirmed premature battery depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.